Manufacturer narrative:
The following devices were also listed in this report: triathlon pkr baseplate #3 rm/ll; cat# 5620-b-302; lot# wssra, triathlon pkr femur #4 rm/ll; cat# 5610-f-402; lot# wbwa, triathlon asym patella a35x10; cat# 5551l350; lot# lfh094, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
This pi is for pain and drainage of the patient's right knee on (B)(6) 2017. In performing a medical review for the revision of the patient's right knee on (B)(6) 2017 , the following findings were reported. On (B)(6) 2017: ¿problems starting early after surgery,¿ residual hemarthrosis, aspiration 3 times, 50-ml blood reportedly removed. On (B)(6) 2017: manipulation under anesthesia on (B)(6) 2017: pain, catching on lateral side of knee, drainage performed (25-ml), no infection. On (B)(6) 2017: persistent pain with recurrent effusions. 30-ml drained, no infection.